Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump basal history did not match active basal program. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: a review of the pump black box data showed unexplained loss of primes occurred and insulin deliveries never resumed. During testing, during the load step the pump failed to recognize the cartridge, giving a ¿no cartridge detected¿ warning. The initial complaint was unable to be adequately investigated due this warning. The pump was opened and the force sensor flex was found to have an intermittent open trace crack near the pins. Unrelated to the initial complaint, it was observed that the ok button was cracked and under responsive to user presses. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).